Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarms did not sound loud enough to hear and would shut off randomly. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had unexplained no delivery alarms, had to rewind more than once when changing reservoirs, became non-responsive, and battery had to be changed every 7 to 10 days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected audio/vibrate alarm anomalies noted. (B)(4).